Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that a leak was observed from the stopcock during an infusion of propofol and alfentanil. The report suggests that the patient unexpectedly woke up and became hypertensive and agitated. Initially the sedation was increased and noradrenaline infusion reduced, however when the leak was identified, the stopcock was changed. No additional information received.

Manufacturer narrative:
H.6, conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report of leaking was confirmed. Visual inspection observed hair line cracks to the female luer of the three-way stopcock; leakage was identified from the crack during pressure testing. The root cause was of the leaking was a crack in the female luer of the three-way stopcock. The cause of the crack is unknown.